Event description:
Unit shut down during testing when removing external power. Unit did not switch to internal battery. Unit alarmed audibly and visually. Replaced power board to correct the failure mode.